Event description:
It was reported during a visit to customer, the doctor reported that there was an incident in which the coating peeled off on a subject guide wire used in the early stage of the product launch. No other information was provided.

Manufacturer narrative:
D4 gtin: corrected to ¿(B)(4).' D4 expiration date - added. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire device is not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported ¿guidewire ptfe coating peeling¿ could not be confirmed, and it cannot be confirmed that the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during a visit to inform the customer of the recall of synchro guidewires, the doctor reported an event in which the coating came off a synchro guidewire that had been used in the past. There was an incident in which the coating peeled off on a subject guide wire used in the early stage of the product launch. The answers to the additional questions were unknown. Guidewire ptfe coating is known to have the potential to peel during backloading of the guidewire through the introducer and also due to interaction with an under tightened torque device. It is unknown if either the introducer or the torque device were used with the guidewire. As the device was not returned and a review of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint. This is 2 of 2 reports.

Manufacturer narrative:
This is 2 of 2 reports.

Event description:
It was reported during a visit to customer, the doctor reported that there was an incident in which the coating peeled off on a subject guide wire used in the early stage of the product launch. No other information was provided.